Event description:
During use of a cypher stent, it was reported that a patient felt angina pectoris four years after implantation of a cypher stent into the left anterior descending (lad). The result of the coronary angiography showed that the stent in the lad was fractured but not separated. The fractured stent caused the lad restenosis. Another stent was implanted to dilate the lad, and now the patient is fine. Medical history on the patient in unknown, however the patient was admitted with an acute mi or acute coronary syndrome for the initial cypher stent implantation. The patient had 3 cypher stents implanted 4 years before the event. One of the stents were implanted at the lad. The vessel characteristics and lesion morphology are unknown. The other two stents were implanted in the left circumflex artery. The total length of the stented segment in the patient was 33mm. The stents were not post-dilated. It is unknown if ¿healthy tissue to healthy tissue¿ was covered by the stent. The residual stenosis was 0% after initial implantation. The patient was on anticoagulant/antiplatelet medications after implantation; however, it is unknown what was prescribed or if the patient was compliant with the therapy. Four years after the stents were implanted, the patient felt angina pectoris. A coronary angiography showed that the stent in the lad was fractured and had caused a restenosis in the lad. There were no problems noted with the stents in the left circumflex artery. The patient was treated with the implantation of an unknown stent to dilated the lad. The timi flow before and after treatment of the restenosis is unknown. The residual stenosis rate was 0% after treatment. The patient¿s symptoms subsided after treatment with the stent. The broken stent is still implanted and the patient is currently fine.

Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: four years after implantation of a cypher stent in the left anterior descending (lad) and 2 cypher stents implanted in the left circumflex artery, the patient experienced angina pectoris. Coronary angiography showed that the stent in the lad was fractured but not separated. The fractured stent caused restenosis in the lad. Another stent was implanted successfully. There were no problems noted with the stents in the left circumflex artery. Medical history on the patient is unknown, however the patient was admitted with an acute mi or acute coronary syndrome for the initial cypher stents implantation. The vessel characteristics and lesion morphology were unknown. The total length of the stented segment in the patient was 33mm. The stents were not post-dilated. The residual stenosis was 0% after initial implantation. The patient was on anticoagulant/antiplatelet medications after implantation; however, it is unknown what was prescribed or if the patient was compliant with the therapy. The residual stenosis rate was 0% after treatment. The patient¿s symptoms subsided after treatment with the stent. No additional information was available. The device remains implanted in the patient, therefore it is not available for analysis a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis and stent fracture are known potential adverse events associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis are those with diabetes, long lesions, small vessels, bifurcations, and restenotic lesions. While not observed in the pivotal clinical trials that supported the cypher stent PMA, stent fractures are uncommon events but have been observed in long stented segments including those in which overlapping stents have been used. They have been observed in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification. In the cypher stent, they have been reported most often in certain lesion subgroups in which safety and effectiveness have not been established. Recently, ses fracture has been recognized as a new potential mechanism of restenosis. Possible factors contributing to stent fractures are long lesions in coronary segments that undergo significant motion, particularly in areas with severe angulation, tortuosity and calcification and in areas of overlapping stents. Longer stents often straighten out the vessel and may be subjected to more force and bending movements because of this straightening action. The mechanism of restenosis after stent fracture may be related to loss of the mechanical scaffolding of the stent as well as to intimal hyperplasia at the site of vessel wall injury. Based on the limited procedural information and without films, it is not possible to draw a definitive conclusion regarding possible contributing factors to the reported events of stent fracture and restenosis. However, lesion characteristics (33mm long stent) are likely contributing factors to the events reported. Based on the available information and the device history record review conducted, there is no indication that the events are related to the device manufacturing process. Therefore no corrective and preventive actions will be taken at this time.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available for analysis. A device history record (DHR) review and additional information are pending and will be submitted 30 days upon receipt. Please note that the event date was only known to be in november of 2013. The event date provided november 1, 2013 was only added for reporting purposes. The catalog code provided (cyperus), represents an unknown cypher stent. The catalog and lot numbers for the actual product used in the procedure are unknown.